Event description:
Download data from a (B)(6) male pt revealed several battery internal resistance test failures. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery internal resistance test failure) has been confirmed. Upon evaluation the monitor displayed a service code 102. The positive terminal of high-voltage capacitor c19 was found to broken free from the solder connection of the defibrillator board. The broken capacitor caused the internal resistance test failure and service code 102. The root cause for the broken capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the broken c19 capacitor. The pt received a replacement monitor.